Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx closure device was implanted. The patient was placed on eliquis and aspirin medications. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the closure device. Patient was switched to pradaxa medication, and a follow up tee was performed the following month where the drt was found to still be present. The patient was re-imaged again in another 2-3 months and the drt had resolved and aspirin monotherapy was commenced. The patient was re-imaged with tee at 1 year post index procedure, and a non-mobile drt had re-developed on the face of the closure device, and it was somewhat biased toward the limbus. The patient remains on an oral anticoagulant and a computed tomography (CT) scan will be scheduled soon to help assess the current drt. There are no patient consequences. The physicians believe there may have been non-compliance with the medication regimen.